Manufacturer narrative:
Batch review performed on 31 january 2023. Lot 2108282: (B)(4) items manufactured and released on 13-oct-2021. Expiration date: 2026-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department: one year after primary cemented tka, the patient feels pain and the surgeon decides to remove the tibial tray. It was probably slightly oversized, and possibly positioned with a few mm of lateral offset that made it overhang from the tibial bone: in these conditions, it's very likely that ligaments and perhaps other soft tissues were rubbing against the metal implant and caused pain. This reintervention is not due to a malfunctioning device.

Event description:
At about 1 year 1 month after the primary, revision surgery performed due to pain on the lateral and anterior components. No loosening of the implants. No instability. No infection. Overhang of the tibial tray on the lateral part. The surgeon recut 2mm on the tibia to remove the cement from the primary surgery and revised successfully the tibial tray and insert (10 to 12 mm) and resurfaced the natural patella.